Event description:
Discordant, falsely low calcium (ca) results were obtained on multiple patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated multiple times on the same system. The samples were also repeated on an alternate system, resulting higher. The repeated results from the alternate system were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ca results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse inspected the reagent probes and integrated multisensor technology probe. The cse cleaned the system drains and performed a system auto-alignment. The cse also moved a system water inlet, which was close to an external heat source. The cse performed a precision test and successfully ran quality controls. The cause of the discordant calcium results is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.